Manufacturer narrative:
Examination of the returned items was not able to confirm the report. Both items were assembled successfully with no excessive movement noted. Reseach has shown however, that self-centering hips can be loose when assembled immediately after opening the packaging. The root cause is suspected to be packaging process, which causes the product to flex/constrict. An improvement to the packaging specification is in process. It is expected that this improvement will be implemented during the second quarter of calendar year 2007. Further corrective action is not indicated at this time. Should addtional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During surgery, it was noticed that there was considerable play between the metal shell and insert. A 20 minute delay to the surgery was reported.